Event description:
It was reported that using a femoral artery access approach during a procedure of the mildly tortuous, concentric, heavily calcified, 99% restenosed, proximal right coronary artery (rca) the guide wire was positioned across the lesion and pre-dilatation was performed with the 2.0 x 20 mm tenku balloon dilatation catheter (bdc) at an unspecified atmosphere. It was noted that contrast leaked from the distal balloon under fluoroscopy but was not indicated on the indeflator pressure gauge. The bdc was inflated a second time when the leak was again observed and the indeflator gauge showed reduced pressure and confirmed a leak. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: xta; inflation device: indeflator. Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The tenku dilation catheter device is an abbott vascular manufactured device which is distributed by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.